Manufacturer narrative:
(B)(4) it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported that the skin eroded around the implant site. The valve was implanted to the patient via vp-shunt on (B)(6) 2017. Initial setting was unknown. It was reported that the valve was protruding at the top of head. The revision surgery was performed (B)(6) 2018. The patient was (B)(6) female. Primary disease: diabetes. There is no contamination of blood and debris into the cerebrospinal fluid. No further information was provided by the hospital. The product will not be returned to your site.